Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided; best estimate is early (B)(6) 2020. If implanted, give date: unknown, information not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported issues with blurry vision and refractive errors after implantation of a toric intraocular lens (iol). This iol was manually aligned yet the issues are persistent, and the lens remains implanted. Before the operation, the astigmatism of the patient's right eye was 2.75d and after the operation, the refractive errors as follows: sphere (sph): -025 cylinder (cyl): -1.25 axis: 83 degree spherical equivalent (se): -1.00. The patient indicated that the lens was chosen according to the iol master results and was double checked. Also, the doctor has done his best to align the lens in the correct direction because they went to the operation room twice after the surgery to correct the alignment of the lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.